Event description:
It was reported that the rigid video scope's image turned black and red when exposed to blood. As per the customer, the issue had been going on for a while and exact event date is unknown. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. Corrected field: d10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: universal cord sheath is aged and blistered and broken and the charged coupler device glass is dented. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reported event was not reproduced, and the cause could not be determined. For the component failure of the universal cord sheath and the component of the insertion, the cause could not be determined. Olympus will continue to monitor field performance for this device.